Event description:
Additional information was provided of ID (B)(6) (82 year old, white female) that generated architect magnesium of 6.25 mg/dl, but repeated 1.96 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Field service performed troubleshooting and determined the filter, water bath (rohs) was contaminated/dirty. The part replacement resolved the issue. No nonconformances were found for the filter, water bath (rohs). The service history for the architect serial (B)(6) found no additional discrepant results were reported before or after the current event was identified. The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect c16000 service and support manual contained adequate information for the troubleshooting, removal, and replacement part. No systemic issues or adverse trend associated with the discrepant result issue described in this complaint. The architect c16000 erratic result rate is within acceptable limits with no adverse trend identified. No adverse trend for the filter, water bath (rohs). No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated architect magnesium of 6.63 mg/dl on a sample processed on the architect c16000 that repeated 1.83 mg/dl. The sample was repeated on another analyzer with magnesium of 1.63 mg/dl. The account uses a normal magnesium range of 1.6 to 2.6 mg/dl. No impact to patient management was reported. No specific patient information was provided.